Event description:
An endurant cuff stent graft system was implanted for the endovascular treatment of a proximal type I endoleak. Currently, the proximal neck was 29 mm in diameter and 48 mm in length. The distal neck measured 31 mm in diameter. The right external iliac artery measured 7 mm in diameter. It was reported that after the endurant cuff was implanted there still was a residual endoleak. The physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned image 6-months post implant showed that the bifurcate was positioned just below the renals; the ipsilateral limb was within the right common iliac, and the contra limb crossed over the ipsi limb and was positioned within the left common iliac. The max diameter aaa was 5.5 cm and no endoleak was seen. The proximal stent graft od was 24 mm. Cta¿s from 20 months post-implant revealed that the stent graft is approximately 1 cm below the renals; appears to have migrated distally approximately 5 mm compared to the previous study. There is a proximal type I endoleak and the max aaa diameter is 7 cm. The proximal stent graft od is currently 25 mm, and the proximal neck has dilated to approximately 30 mm. Since the previous study, a limb has been placed into the contra extending into the left external iliac. The likely cause of the migration and proximal type I endoleak, and the earlier reported distal type I from the contra limb, appears to be due to disease progression; vessel dilatation.

Manufacturer narrative:
(B)(4). Method: films. Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (due to disease progression; vessel dilatation). Conclusion: known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (due to disease progression; vessel dilatation).